Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports there is a crack in the extension connector (adapter). The catheter was implanted on (B)(6) 2016 and connected with a tego adapter initially. The issue was that the adapter could be disconnected from the catheter but required force, and then the catheter was closed with red caps from b.braun. The catheter was repaired with the repair-set. The patient is well.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Sample consisted of a palindrome - rt catheter, a baxter set and 2 unknown sealing caps. The catheter came inside a plastic bag with its respective original label of the product and showed signs of use (remains of blood). The baxter set and 2 unknown sealing caps did not presented signs of use. Visual inspection was performed and it observed that the blue adapter had a crack on the thread pitch area and it had cavity #6 and the defect was at 180 degrees. Additionally, the adapter did not showed marks that indicate the use of some instrument. An ishikawa diagram was used to determine the potential causes for this event, this is a potential failure mode if the following possible causes are present. This reported issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. No complaint triggers or trends were identified; therefore additional corrective or preventive actions are not required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.